Manufacturer narrative:
Article citation: ¿the effect of sterile acellular dermal matrix use on complication rates in implant-based immediate breast reconstructions,¿ lee, jun ho, park, youngsoo; choi, kyoung wook; chung, kyu-jin; kim, tae gon; kim, yong-ha, archives of plastic surgery, nov 2016 vol. 43, no. 6, pp. 523-528.¿ the event of infection is a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details will be requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. In rare instances, acute infection may occur in a breast with implants.

Event description:
Reported event of unknown side ¿infection¿, specified as ¿serratia marcescens¿ in one patient as noted in ¿the effect of sterile acellular dermal matrix use on complication rates in implant-based immediate breast reconstructions,¿ archives of plastic surgery, nov 2016 vol. 43, no. 6, pp. 523-528. The patient was implanted with the sterile acellular dermal matrix (adm) megaderm and an allergan ¿textured silicone gel implant.¿ treatment was specified as ¿surgery.¿ as it was stated in the article that the treating surgery for infection included ¿implant change or explantation,¿ the device will be considered explanted.